Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the full-height main door number five failed and needed maintenance. During the hardware test, the drawer was not seen or detected on the bus. When the rear access panel was opened, there were no leds lit on any of the controllers. A field service engineer reconnected the loose main pixie bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.